Manufacturer narrative:
(B)(6). Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. The time between testing was less than fifteen (15) minutes. Reportedly, multiple finger sticks were performed on the same finger, the finger was "milked" and multiple drops of blood was added to the sample well. The patient's warfarin dose was held for two (2) days based on the poc inr. There was no additional information provided.